Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a cannula issue with an infusion set. The cannula was crimped. The event occurred on (B)(6) 2024 . Patient noticed symptoms within 3 hours of insertion. The insertion of site was the abdomen. Patient replaced infusion set and resumed insulin deliveries successfully, no further information was available.